Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was receiving no delivery alarm while trying to administer bolus doses. His blood glucose was unknown at the time of reporting. He was advised to replace his infusion set. No equipment was returned. No additional information was reported.